Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right atrial (ra) lead had numerous high rate non-sustained episodes, non-sustained ventricular tachycardia episodes and atrial undersensing. The lead is still in use. No patient complications have been reported as a result of this event.